Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that difficulty tracking over the guide wire occurred. The 95% stenosed target lesion was located in a moderately calcified and moderately tortuous left cephalic vein. After a 6f introducer sheath was placed in the lesion a .035 non bsc guide wire was crossed to the cephalic vein. Then a 8x38x75 wallstent rp endoprosthesis was inserted in the guide wire, however, the stent could not advance via the guide wire. The physician removed the device with the guide wire. The procedure was completed with another of same device. No patient complications were reported and the patient's condition is good. However, returned device analysis found the stent partially deployed and damaged.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A 0.035 inch guidewire was returned inserted through the lumen of the device. During analysis, the guidewire was unable to be removed so the device was soaked in a waterbath overnight. The guidewire was able to be removed after soaking and it was noted that the guidewire was kinked between approximately 620 mm and 625 mm from its distal end. The outer coating of the guidewire was detached at 625 mm from its distal end. A visual examination of the returned device found that the stent was partially deployed by 15 mm and the distal stent wires were damaged. During analysis, the stent was able to be deployed without issue. No issues were noted with the inner shaft. During analysis, a 0.035 inch guidewire was able to be inserted through the device without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: " the wallstent rp endoprosthesis is indicated for use following suboptimal percutaneous transluminal angioplasty (pta) of common and/or external iliac artery stenotic lesions, which are = 10 cm in length". However, the complaint states that this device was used in the left cephalic vein. (B)(4).